Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and lost all of the slack in the leads. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.